Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeping tones and went to their clinic. It was found that an alert had triggered for the right ventricular (rv) lead¿s superior vena cava (svc) coil for high and undefined impedance out-of-range. Isometrics showed oversensing in the rv coil to svc coil egm (electrogram). A possible svc coil fracture was suspected. The svc coil was turned off and the rv lead remains in use. It was noted that the rv lead will continue to be monitored. No patient complications have been reported as a result of this event.